Event description:
Coag remained activated after releasing button.

Manufacturer narrative:
It was reported that during the case, the coag function remained activated after the coag button was released. The MFR is awaiting return of the unit for eval. Once the investigation has been completed, a f/u report will be submitted.